Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30° was defective. Inspection and testing of the returned device found the device displays a purple image and had a defective cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device displays a purple image, has a defective cable, and damaged fibre bonding in the outer tuber area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection of the affected device, it was found that the device produced images with changing colours (purple, green). It was found that the cable unit of the affected device caused this issue. Furthermore, it was found that the outer tube also had defections: the fibre bonding of the light fibres on the distal end was damaged. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.